Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert coming from their implantable cardioverter defibrillator (ICD). The patient was not able to recognize the tone when sample tones were played for them. Follow up revealed that the alert tone was due to electromagnetic interference (emi) during a surgical procedure which resulted in a lead integrity alert (lia). The ICD remains in use. No patient complications have been reported as a result of this event.